Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the middle port. This occurred prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between june 14, 2018 - june 15, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak from the base of the spike port. The reported problem verified. The cause of the condition was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.